Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One osseotite® certain® 2 implant (xifoss413) was returned for investigation. Visual evaluation of the as returned products identified fracture around the implant¿s collar and screw fragment in the implant drive feature. Additionally, there was bone residue around the external threads which were damaged. Functional testing could not be performed due to the nature of the devices and events. Device history record (DHR) review for the lot: (2012121780) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot: (2012121780) for similar events and no other complaint about nonconforming products was identified. Therefore, based on the available information, implant malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Last name unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant removed due to fracture.